Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of reviewing patient medical records information regarding the reported expiration independent of device use. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A patient's son called into technical support to have the cycler picked up. Follow up with the peritoneal dialysis register nurse was done. The nurse reports the patient was taken to the emergency room by her son for hematuria on (B)(6) 2014. She expired in the emergency room that same day. Patient was not in treatment (last pd reported "the night before"). She further reports this patient had multiple co-morbidities including bilateral lung cancer, gallbladder disease and pancreatitis with recent surgery for gallbladder removal with post-op hematuria (date not given). The nurse further described the patient as being "critical" for the past 4 months. The hematuria was alleged to be the result of the recent gallbladder surgery. The esrd death notification form 2746 lists the primary cause of death as other hemorrhage and secondary cause of death as pancreatitis. There is no allegation of cycler malfunction. According to medical records, the patient was residing in a nursing home being recently discharged after having gallbladder surgery. At the nursing home, she had worsening abdominal pain and bloody peritoneal dialysis fluid. She had no peritoneal dialysis on (B)(6) 2014. In the emergency room, she was found to be hypotensive with frank blood coming from the peritoneal dialysis catheter. She was hyperkalemic. No fever or chills but abdominal pain worsened in the emergency room. Assessment: hyperkalemia, hypotension, hypovolumic/sepsis. Acute abdomen with bloody peritoneal fluid/hemoperitoneum. Etiology unclear however, given elevated lipase at 6735, there is some pancreatic issue. Recent gallbladder surgery. Uti recurrent issue. Patient coded due to hypotension and was unable to be revived.